Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the treated episode noted oversensing of sense b node noise. An x-ray taken did not show any abnormalities and testing of the system was unable to reproduce any noise. The s-ICD was reprogrammed to a different sensing vector and remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.